Event description:
The capacitor on the hi-lo motor exploded while attempting to raise the bed. While no adverse event resulted from this problem, rptr has concern that had this happened in an oxygen enriched environment, a fire could have been caused, endangering the pt as well as others. Facility contacted co by telephone and were told that the original capacitor was a wet type capacitor that has been replaced by a dry type capacitor to eliminate this type of failure. Obviously, co has known of the problem but has not informed users of the potential problem. Co questions the reliability of all capacitors on co beds and believes co should supply replacements for all wet type capacitors and provide labor to replace the capacitors.